Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. This lead exhibited noise and oversensing that was consistent with minute ventilation sensor oversensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).